Manufacturer narrative:
Method code: no additional similar complaint type event(s) within associated lots were found. Corrected data: date of birth is corrected from (B)(6) to (B)(6). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -7.5/+4.0/60 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Low vaulting and lens rotation were noticed. The surgeon decided to leave the lens in the eye and will have strict monitoring of the vault. The patient's vision is stable and good (20/20).

Manufacturer narrative:
Corrected data: the type of event is corrected from "adverse event" to "product problem". Type of reportable event: it is corrected from "serious injury" to "malfunction". Claim#: (B)(4).